Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "in ICU - at 2000 pt was prescribed keppra 500mg to be given IV. Dose added to burette and programmed into pump. At the end of the 15 minutes when infusion "finished" there was still 30mls left in burette. All clamps checked and they were appropriate (no more fluid entering into the burette from above bag of saline). Pump then programmed to deliver the 30mls. After this was "delivered" there was still 15 mls left in burette. Giving set then removed from pump 1 and put into pump 2. The 15 mls then programmed to be delivered which it was. Then at approximately 3am patient's bp low. Pt ordered 250ml stat bolus and then the remaining 750 to be given over an hour. The 1l bag of saline was put on the"b" line of the giving set. After the full delivery of the entire 1l bag there was still approximately 250ml left in the saline bag (the entire 1l had not been delivered). The pump was then programmed to deliver the remaining 250ml. After this had been delivered there still remained approximately 100ml in bag. This was then programmed to be delivered. In the morning the equipment nurse was notified and pumps and giving sets given to her. Failed to deliver the critical medication."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b)(40. The history files were read out and analyzed. A date of the incident was given (B)(6) 2025, therefore the last files from 11.05.2025 - to 12.05.2025 were investigated. No abnormalities were found in the history log. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device is in a clean state and no visible damage are to locate. As part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,06 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The test was performed with the connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.